Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating the root cause of noise to be fractured lead. Noise was also oversensed.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise. A new lead was successfully implanted. No additional adverse patient effects were reported.